Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The cartridges were loaded the green button was pushed to fire but they did not fire. The case was completed by using other reloads. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. The cartridges were loaded the green button was pushed to fire but they did not fire. There was no patient involvement.